Event description:
It was reported that on (B)(6) 2023, after unpacking the product it was noticed that the screw was broken. This report involves one (1) 2.0mm ti matrixmandible screw self-tapping 8mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6; manufacturing location: monument, manufacturing date: 01-feb-2023, part number: 04.503.408.01c, 2.0mm ti matrixmandible screw self-tapping 8mm, lot number: 4341p33 (non-sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: 68p5848. Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that matmand scr ø2 self-tap l8 tan 1u I/clip was observed out of the package, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that had broken from tip. The broken fragment was not returned for evaluation. The allegation can be confirmed. A manufacturing investigation was performed for jabil monument. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the matmand scr ø2 self-tap l8 tan 1u I/clip would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.